Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transaortic tavr procedure, a leaflet of the 26 mm sapien valve stopped functioning, requiring deployment of another valve. Case summary: the first 26 mm sapien valve was deployed in a 50:50 position. After the delivery system and wire were removed, a final root shot showed the valve was turned on a 90 degree angle. The patient remained relatively stable. Despite multiple attempts to rewire the valve, the valve embolized into the left ventricle. The patient was converted to open cardiac surgery and was placed on bypass. The embolized valve was then able to be visualized and extracted manually. A second 26 mm sapien valve was then advanced via transaortic approach and placed in a 50:50 position; however, during deployment the valve shifted and was deployed in an 80:20 aortic position. The physicians felt the valve had been placed too aortic but after confirming the valve was not obstructing the ostium to the left main and the ostium to the right coronary artery, made the decision to remove the delivery system. A repeat echocardiogram (tee) showed that all three leaflets were functioning. The patient remained stable and the bilateral femoral surgical cuts down sites were surgically closed. A pacemaker wire remained in patient. The patient was slowly being weaned off cardiac bypass when she developed ventricular tachycardia. The patient was defibrillated and cardiac massage was initiated. Changes in the EKG were indicative of air being in the ventricle and coronary arteries. Cardiac bypass was increased for support. A repeat echocardiogram (tee) showed one leaflet of the sapien valve was non-functioning. Since femoral access had been surgically repaired, the patient was prepped for a valve in valve via the tao approach. The patient had multiple episodes of v-fib and v-tachycardia with multiple shocks administered. A second 26 mm sapien valve was deployed in a more ventricular position, but in an anatomic 50:50 position to the native annulus. The physicians were happy with the final results. As the patient was being weaned off bypass, air was noted in the left ventricle and pulmonary artery. The physician administered cardiac and pulmonary massage. An iabp was inserted in the left common femoral artery and the pacemaker remained. The sternotomy was surgically closed. Throughout the procedure the patient was transfused four units of packed red blood cells, two units of platelets and two units ffp. The surgical incision was closed and the patient remained hemodynamically supported. The chest tubes were sutured in place and the patient was transferred to the ICU. At last report, the patient was in the ICU on inotrope support, intubated and sedated. This report pertains to the second valve deployed. Per report, the aortic valve was mildly calcified, the aortic root had no calcification, the ejection fraction was 29%, the sinsus of valsalva (sov) measured 25 mm, the sinotubular junction (stj) measured 22 mm, the patient had no ventricular septal hypertrophy and no mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention, restricted or non-functioning leaflets and arrhythmias are known potential adverse events associated with the (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. While malposition often is a contributing factor to reports of restricted or non-functioning leaflets, occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the reported aortic malposition cannot be confirmed; however, it is possible that it was related patient factors (mildly calcified aortic leaflets). The too-aortic positioning likely contributed to the non-functioning leaflet, which likely created an ischemic state and ventricular irritability (vt/vf). There was no allegation or indication that the events were related to a device malfunction associated with a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.